Event description:
A malfunction was reported on the pump, and it displayed a non-resettable malfunction code with a possible event prior to malfunction but did not provide further details. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.